Manufacturer narrative:
The device was manufactured from september 21, 2018 - september 22, 2018. The actual device was not available; however, two (2) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on both samples which revealed a leak at the spike port cap. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the edge of the middle port. This issue was identified during setup, while making the product. There was no patient involvement. No additional information is available.